Event description:
A non health care professional reported that during the intraocular lens implant procedure, upon insertion of the injector into the eye, it was found that, the lens was exiting the cartridge. The cartridge seem to split on the side which pushed out the lens but broke it in two places into the eye and the third piece remaining inside the cartridge. The surgeon had to enlarge the wound to remove the pieces of lens and place closing suture to secure the wound, which he normally would not have done. The surgery was completed with another lens. No patient harm was noted.

Manufacturer narrative:
The used company cartridge was returned. No viscoelastic was observed in the cartridge. The cartridge had heavy stress, which starts in the nozzle. The tip had a large aneurysm on the right side which was torn. Part of the broken iol optic was in the tip partially protruding through the damaged area. The cartridge had evidence that it was not fully seated in the handpiece. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Qualified associated products were indicated. The root cause for the reported damage appears to be related to a failure to follow the dfu. No viscoelastic or viscoelastic residue was observed in the cartridge. The cartridge had heavy stress starting in the thick nozzle cone area. The tip also had a large aneurysm, which had torn. The instruction for use (IFU) instructs to completely fill the cartridge with ophthalmic viscosurgical devices (ovd) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The extensive tip damage may also indicate the lens or plunger was not in acceptable position for advancement. The cartridge also had evidence that it was not fully seated in the handpiece. The direction for use (dfu) instructs to slide the cartridge fully forward into the handpiece slot until it is secured firmly into position. The type of damage observed may occur if the lens is not positioned correctly for advancement; if there is a lack of viscoelastic between the lens and the cartridge lumen; if the lens is advanced too rapidly or if the handpiece plunger is not positioned correctly at the trailing optic edge. If the handpiece plunger is not positioned at the trailing optic edge, it can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge, which could cause damage to the tip or the lens. The manufacturer internal reference number is: (B)(4).